Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the "door not fully latched" message. This alarm could have occurred due to improper door closing technique, as stated in the operator's manual.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message. There was no patient involvement.